Manufacturer narrative:
(B)(4). Yielded jaws. The device was returned for analysis and upon inspection the jaws were found to be yielded. Upon visually inspection of the device, it was noted that the feeder shoe was visible on the distal end of the device, which means that the device was empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. Possible causes for the yielded jaws found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was a problem of the ejection of the clip. The clips delivered were not closing. They had to take the clips out of the patient's body. The first four clips placed are at risk of rupture but their excision is not recommended for high risk of wound of the artery and the stump retraction. They checked the lack of bleeding at the end of the procedure. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.